Event description:
It was reported that the ICD still in the box, was found in back up mode. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of device image. The reset was reproduced during temperature chamber testing. The cause of the reset was due to exposure to cold temperatures. (B)(4).